Event description:
Customer reports that using eclipse 8.9 standalone and exporting a plan to aria 8.8, they have found that if they select compatible to treatment during the export wizard, the setup fields created in eclipse will convert to treatment fields. Once imported, the setup field icons change to black and yellow and have empty mu and dose fields in the ref point tab of rt chart. In eclipse, the setup field icon remains blue and grey. If we deselect compatible to treatment and export, the setup field will import to rt chart as a setup field with no conversion. There was no report of injury to pt or user, and pt data was not provided.

Manufacturer narrative:
The available info suggests a malfunction in the device which, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.